Manufacturer narrative:
(B)(4)= batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deploy any staples? Was the staple line complete? Were the staples formed in the proper b form shape? How was the device opened? That it made a right staples line as b form shape generally, but the staples line was deflected at the distal tip.

Event description:
It was reported that before an unknown procedure; the blade would not proceed to the end. It is not known how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Conclusion code: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples or short cut absent cut were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.